Event description:
It was reported that the driver continued to run with the safety on during a surgical procedure. The case was still completed successfully. There were no reports of any adverse consequences as a result of this event.

Manufacturer narrative:
The driver has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.